Manufacturer narrative:
A falsely low sodium (na) result and calcium result was obtained on an emergency room (ER) patient sample on a dimension exl with lm instrument. The discordant results were reported and questioned by the physician(s). Quality control (qc) results were within acceptable laboratory ranges. The original sample was submitted for testing via the sample transfer module (stm). Based on result monitors without data, siemens is unable to determine if reagent delivery or foaming issues occurred. The customer observed multiple level sense error (code 750) at the time the original sample was run, the stm aliquot was overflowing, had dried plasma on the outside, and instrument maintenance was not performed. The cause for the discordant result is unknown, however sample integrity issues cannot be ruled out or other maintenance components (example: sample probe tip replacement). The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result and calcium result was obtained on an emergency room (ER) patient sample on a dimension exl with lm instrument. The discordant results were reported and questioned by the physician(s). The same patient sample was repeated the on the same dimension exl instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). The patient was redrawn on april 17th, run twice on an alternate dimension exl instrument, and results reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium and calcium results.